Event description:
Heparin drip was started and fluid began to leaking, crack was discovered on distal end of pump tubing. Heparin drip was then discovered due to no time to change the pump tubing set as pt was in need of immediate transport to a higher level facility. Dates of use: (B)(6) 2012. Diagnosis of reason for use: chest pain.